Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the clip being caught in chordae and then deploying on the leaflets. It was reported that on (B)(6) 2022 a patient presented with grade 4 degenerative mitral regurgitation (mr). The first mitraclip was deployed without issue. The second clip, a mitraclip xt (20308r164) was advanced in the patient but became caught in the chordae. Standard troubleshooting was performed to try and free the clip but was unsuccessful. The physician did not want to attempt too much maneuvering as to avoid interaction with the first placed clip. The physician was able to grasp the leaflets and the second clip was deployed in the lateral a2/p2 position and mr was reduced to 1+. There was no adverse patient effects. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: the clip was deployed on the leaflets while still entangled in chordae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) appears to be due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: code 2687 was removed.